Event description:
It was reported that "300mmhg was shown on the monitor during use. There was no problem on the cable or line such as kinks. Another dpt was used and the problem was solved." It was able to zero. There was no problem with the shape of the waveform, or overdamping of the waveform. The monitor used with the kit was nihon khoden. It could not be confirmed whether the error message appeared on the monitor or not. A sample of the tracing is not available.

Manufacturer narrative:
We received one single flothru dpt with IV set and pressure tubing for examination. There was no visible blood found from the entire kit. The dpt zeroed and sensed pressure accurately on a pressure monitor. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. In addition, there was no visible defect found from the dpt cable connector. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release